Event description:
During an esophagogastroduodenoscopy (egd), the physician used a disposable biopsy forceps to obtain a biopsy of the stomach. During the procedure, a portion of the forceps outer sheath was noted to be missing. The forceps were withdrawn from the endoscope and the detached portion of the outer sheath was removed from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of damage to the outer sheath. The outer sheath of the forceps cable has cracked. A 10cm portion of the outer sheath has separated from the forceps cable. One sealed device from the affected lot number was included in the return. During our laboratory analysis, the device was advanced through an endoscope that is in a curved position to simulate worst-case scenario. The sealed device included in the return functioned as intended; cracking of the outer sheath did not occur. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: damage to the outer sheath can occur if the device is removed from the endoscope at an angle, allowing the sheath to scrape against the endoscope. The instructions for use for this product line advise the user that the endoscope should remain as straight as possible when inserting or withdrawing the forceps. The instructions for use for this product line also advise the user to advance the device through the accessory channel in 1-2cm increments until it is visualized exiting the endoscope. These activities will aid in device preservation. Prior to distribution, all disposable biopsy forceps are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: a supplier corrective action has been issued to the supplier in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for trends.